Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The customer contacted tech support over the phone, where they gave troubleshooting advice to the customer. They advised the customer to check the exhalation port to rule out the possibility of a plugged or occluded port. They also had the customer ensure that the operator was using a circuit with an exhalation port. Additionally, they advised the customer to run the unit with a disposable circuit from respiratory to see if the issue was reproducible. The field service engineer visited the site and measured the oxygen flow. They recommended to replace the flow sensor assembly, after which the customer ordered the new part.

Event description:
The customer reported that the unit displayed an alarm for the low leak carbon dioxide rebreathing risk, symptom code 1203. The device's alarm worked properly at the time of the event. The device was in clinical use at the time the issue was discovered, but there was no patient or user harmed.